Manufacturer narrative:
This supplemental report is submitted to provide additional event related information. Updates to sections b5, e2, e3, g2 and h6. The problem was resolved after troubleshooting with the assistance of olympus technical support via the phone. After replacing a scope used with the subject device, the problem was resolved. The reporter assigns the cause of the reported problem to a scope malfunction.

Event description:
The problem, as reported to olympus, was identified during preparation for use. A delay of 1 hour occurred due to the problem. There was no adverse health effect to the patient attributed to the delay. The intended procedure was completed. There was no patient injury, associated with the event, reported to olympus.

Event description:
The problem occurred during preparation for use. The problem was resolved after replacing the scope. The procedure was delayed by one hour; there was no adverse health effect to the patient attributed to the delay. The intended procedure was completed. The device will not be returned.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation, the reporter's occupation, the details of the event, and of the device not being returned. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the issue was attributed to a scope malfunction. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
As the device was not returned to olympus for evaluation, a root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted.

Event description:
A user facility reported to olympus that a "b30" error occurred. There was no patient injury, associated with the problem, reported to olympus.